Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). The root cause was unknown. Surgical intervention was undertaken. This lv lead was surgically abandoned and the patient was downgraded to a dual chamber implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.